Manufacturer narrative:
The returned device was evaluated and the pod was received fully deployed. It could not be conclusively determined if the cannula was dislodged from the insertion site. The exposed portion of the soft cannula was stretched and flattened. Fluid could not flow through this portion of the soft cannula. Fluid leaked from where the formed needle poked through the soft cannula an 0x18 alarm was generated, indicating the device had reached an empty reservoir. The reservoir was confirmed to be empty upon inspection.

Manufacturer narrative:
The device has not been returned/received to date. If received a supplemental report will be submitted with the investigation results. The cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod.   Chapter 3 / page 34. Warnings:   check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged.  If you observe blood in the cannula, check your blood glucose frequently to ensure that insulin delivery has not been affected. If you experience unexpectedly elevated blood glucose levels, change your pod.  Checking your blood glucose.  Chapter 4 / page 36.  Warnings:   test results below 70 mg/dl mean low blood glucose (hypoglycemia).   Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia).   If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.  For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported while a patient was wearing a pod between 36 and 48 hours their blood glucose level rose to over 320 mg/dl. It was reported the pod's cannula had dislodged from the infusion site (abdomen). As treatment, the patient received manual shots of insulin and drank water.